Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates that the infection and sepsis allegation was addressed by return pip 92295145. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ICD was explanted.